Manufacturer narrative:
The customer evaluated the device. And received remote support from the customer care solution center. During which, a replacement of the therapy pca (printed circuit assembly) was recommended. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the therapy pca. The replacement for ,which was recommended. The device remains at the customer site. And no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device defibrillator beeps intermittently and fails the operational test inconsistently. There was no patient involvement.